Event description:
It was reported to boston scientific corporation that a flexima biliary stent was to be implanted in the distal bile duct during an endoscopic balloon dilation (ebd) procedure performed on (B)(6) 2025. During the procedure, the stent was not able to deploy. There were no visible damages to the device was reported. The procedure was completed using a second device of the same model. There were no patient complications reported as a result of this event. Note: this event has been deemed an MDR reportable event based on the investigation results which revealed that the guide catheter was detached. Please see block h11 for full investigation details.

Manufacturer narrative:
Block d4: the complainant was unable to provide the complaint device lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a0401 captures the reportable investigation findings of guide catheter detachment. Block h11: a flexima biliary stent with delivery system was returned for analysis. Visual and microscopic inspection revealed that the guide catheter was detached, the push catheter was found kinked, and the push catheter suture hole was found torn. No other damages were noted to the device. Product analysis confirmed the reported event of stent failure to deploy. The investigation concluded that the reported events and the observed problems were likely due to anatomical or procedural factors encountered during the procedure. It may be that anatomical conditions and/or the technique used by the physician, limited the performance of the device and contributed to the observed problems. Therefore, a review and analysis of all available information indicate the most probable cause is adverse event related to procedure.